Event description:
The patient was hospitalized for elevated blood glucose levels. Pump settings, and delivery history were reviewed with the patient's husband and confirmed as accurate.

Manufacturer narrative:
The pump was returned to animas for evaluation. Pump history from the date of the event was no longer available as the patient continued to use the pump for seven days after the event. Upon receipt at animas, evaluation revealed a damaged force sensor which rendered the pump inoperable. However, the available pump history indicated that the pump was functioning properly prior to being returned.